Event description:
It was further reported that the patient later presented with an implant-site infection. Erosion by the icm was noted. The icm was removed and replaced after the site had healed sufficiently. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient¿s spouse that the implantable cardiac monitor (icm) was ¿sticking out of [the patient¿s] body about one-fourth inch.¿ according to the caller, there was redness and puss around the implant site. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.